Event description:
Boston scientific received information that a red alert was generated for this system due to a pacing impedance measurement greater than 2000 ohms on the right ventricular (rv) channel. The measurements have been around 1700 ohms for some time. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant reviewed the device data and noted one out of range measurement. The caller stated that this patient was just evaluated in the clinic and everything checked out fine. They will continue to monitor this patient. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.